Event description:
Clinical trial. It was reported that 12 days after a coronary artery drug eluting stenting treatment procedure, the pt required coronary artery bypass graft surgery (CABG). The lesion being treated was a 3.0 mm, 99% stenosed with thrombus, moderate calcification and moderate tortuous right coronary artery lesion (rca). The lesion was not pre dilated. The physician then placed a taxus express 8.8% 3.0 x 24 mm drug eluting stent in the rca. No pt complications. The pt was discharged 3 days later on aspirin & plavix. The following day, the pt was admitted urgently to another hospital. Three days later the pt underwent CABG surgery to the proximal rca. No further information is available. In the opinion of the physician the relationship between the event and the target vessel is "unknown." There was no restenosis. Awaiting additional information from the site.

Event description:
The pt was enrolled in the program in 2004. (The procedure started at 2333 the previous day and ended at 0029). Target lesion 1 (16 mm long) was identified in the proximal rca with 99% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 was treated with direct placement of a 3.0 x 24 mm taxus stent. Residual stenosis was 0%. There were no reported complications and the pt was discharged 2 days later. The pt was readmitted 5 days later with unstable angina. Per history and physical, ck and ck-mb were negative. In addition, EKG showed no acute st abnormalities. Cardiac catheterization revealed three-vessel coronary artery disease (no details on cath report). The pt was referred for CABG. The surgical consultation report noted ulcerated plaque in the rca (target vessel) just distal to the stent. There was proximal stenosis of the lad as well as proximal and mid stenoses in the lcx. The pt was weaned from plavix for two days and on the 3rd day underwent CABG as follows: lima to lad, svg to om1, svg to diag1, svg to rpda. The pt tolerated the procedure well and was discharged 4 days later. A discharge summary is not available from the outside hosp where the CABG was performed. In the opinion of the physician the relationship to taxus stent is "unknown."